Event description:
It was reported while testing for sars-cov-2 3 false positive results were obtained on n1. Samples were recollected and retested and results were negative. There was no report of patient impact. (B)(4)

Manufacturer narrative:
The following fields were updated with additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0269544 medical device expiration date: 2021-04-17 device manufacture date: 2020-09-25 medical device lot #: 0274391 medical device expiration date: 2021-04-30 device manufacture date: 2020-09-30

Event description:
It was reported while testing for sars-cov-2 3 false positive results were obtained on n1. Samples were recollected and retested and results were negative. There was no report of patient impact. Eua# (B)(4).

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lots 0269544 and 0274391 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Initially, customer did not provide kit lot number in the complaint text, however data analyses revealed that two kit lots (0269544 and 0274391) were used to test the samples. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lots 0269544 and 0274391 were manufactured according to specifications and met performance requirements. Customer reported 3 false positive results obtained with the bd sars-cov-2 reagents for bd max¿ system. All samples were retested with the same sample preparation and with another sample preparation and the retests gave negative results. Customer provided three runs for investigation. (#121, #124 and #127). The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents instruction for use. Data analyses show that the first suspected false positive was tested using the bd sars-cov-2 reagent kit lot 0269544 in run 121, position b3. The two other suspected false positive was tested using the bd sars-cov-2 reagent kit lot 0274391 in runs 124 and 127, in position b5 and a8 respectively. Manual pcr curve adjudication was conducted across these 3 positive samples. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Pcr curves analysis for the 3 positive results show late but true amplification of the n1 and n2 targets. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. In all the runs analyzed, a positive control was tested alongside the discrepant samples and it is possible that inadequate manipulations of positive control samples led to cross-contamination. The complaint text mentioned that the customer observed bubbles in the cartridges. Presence of bubbles in a pcr cartridge is known to occur on occasion and no evidence suggest a link between bubbles in cartridges and false positive result. Moreover, since customer did not provide picture of what was observed and since the pcr curves looked like late but true amplification of the n1 and n2 targets, r, bd was unable to confirm this issue of bubbles or the cause of these positive results. Contamination is the most likely cause suspected or a sample at the limit of detection of the assay. The reagents are not suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lots 0269544 and 0274391. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed.

Manufacturer narrative:
Eua# (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 3 false positive results were obtained on n1. Samples were recollected and retested and results were negative. There was no report of patient impact. Eua# (B)(4).